Event description:
It has been reported that the potentiometer shafts are not seeding correctly, causing intermediate operation of the fowler. No patient involvement or adverse consequences were reported.